Manufacturer narrative:
Originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint.- no reported adverse events/ issues for the right eye (od). Reportedly "she is hoping for guidance before the patient has the icl implanted for the od". Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# : (B)(4).

Event description:
The reporter indicated that the surgeon may need a smaller length lens for a patient's right eye (od).